Manufacturer narrative:
Additional information: h6. The reported issue that the syringe module dimmed led segment issue could not be confirmed; no product was returned for investigation.

Event description:
It was reported that the customer answered 'yes" to the survey question "are you aware of any issues with dimmed led segments where numbers were not clearly displayed on lcd?¿ there was no reported patient impact.

Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that the customer answered 'yes" to the survey question "are you aware of any issues with dimmed led segments where numbers were not clearly displayed on lcd?¿ there was no reported patient impact.